Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown because the serial number was not provided. During processing of this complaint, attempts were made to obtain complete device and event information, and patient weight. Further information was requested but not received. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was inoperable and patient lost therapy. It is not known if ipg depleted prematurely. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that a surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.